Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an photographic evaluation of a of one device. Broken needle was returned lodged in jaw of suturing device; needle was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure. The patient's medical history is diabetes, hypertension, and morbidly obese. At one point during use, the stitch became stuck in the suturing device. While trying to retrieve it, the needle broke in half. The pieces of the needle were retrieved. The black button on the handle of the suturing device was broken. The device was removed from the file and replaced with a new device. There was no patient harm.